Event description:
It was reported that following an ablation procedure, many patients experienced a multitude of complications. Many patients experienced hemiparesis (lower right foot drop), lower extremity weakness, confusion (altered mental state with confusion, agitation, and aggressiveness), delirium (altered mental state), cn vii palsy, seizures, speech problems (word finding issues), edema, and one experienced a fatal complication that was caused by an intractable brain edema leading to uncal herniation and death 48 hour after the procedure. There were no further patient complications reported in relation to these events.

Event description:
It was reported that following an ablation procedure, many patients experienced a multitude of complications. Many patients experienced hemiparesis (lower right foot drop), lower extremity weakness, hyponatremia, confusion (altered mental state with confusion, agitation, and aggressiveness), delirium (altered mental state), cn vii palsy, seizures, speech problems (word finding issues), edema, and one experienced a fatal complication that was caused by an intractable brain edema leading to uncal herniation and death 48 hour after the procedure. There were no further patient complications reported in relation to this event.